Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the reported difficult or delayed positioning resulting in difficult to remove appears to be related to user technique/procedural circumstances. The foreign body in patient was due to procedural circumstances. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report device entanglement and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting any clips, a p3 flail was noted. One clip (90824u162) was successfully implanted on the medial side of a3/p3. An additional clip (90824u163) was advanced into the left atrium (la) and positioned over the valve. The clip was advanced into the left ventricle (lv), but was slightly rotated in an attempt to achieved perpendicularity with the valve. However, the clip because caught in the chordae. Troubleshooting was performed, but while doing so, the implanted clip detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was attempted to implanted. However, due to the slda and risk of entanglement, the physician decided it was too risky to implant the clip in an a3/p3 location. Therefore, the clip was repositioned to the medial side of a2/p2. However, due to respiratory movement, the delivery catheter (dc) shaft became stuck on the implanted clip. The shaft was unable to detach from the implanted clip; therefore, the physician had to surgically detach the two devices. Mitral valve replacement was then performed. There was no clinically significant delay in the procedure. No additional information was provided.